Manufacturer narrative:
Correction made in section d4, with the correct UDI number. Per investigation by the manufacturing site: device was not returned, therefore no examination can be carried out. Based on past complaints with a similar fault description, it can be assumed that the material of the cutting loop has become thinner due to wear and could therefore break under load. It must therefore be assumed that this was an user error. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Customer will not return the device to us, and thus cannot be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint (B)(4).

Event description:
It was reported that during a hysteroscopic polypectomy or myomectomy procedure on (B)(6) 2024, the bipolar cutting loop broke inside of the patient. The yellow piece was retrieved, however the metal tip was not recovered and was presumed left inside the patient. No patient injury was reported. Patient is home and doing well. The next step is being decided.